Event description:
Dr. Was using a dolphin nose dissector connected to a conmed handpiece. During the procedure, the conmed handpiece malfunctioned and remained in the open position. In order to remove the device from within the abdomen, dr. Had to remove the entire trocar with the instrument. There was a loss of air insufflation. Dr. Stated that during this time there was a bleeder within the abdomen that he was trying to get at. He was unable to find the bleeder upon re entering the abdomen. He says he is worried that patient may have to return to surgery this evening with a bleed. There was no immediate injury to the patient. An alternate conmed handpiece was used with no problem. The ref number on the handpiece is 3-1010. Another number found on the device is: (B)(4). This incident will be reported to clinical engineering and reported to medsun. The defective device was bagged and labelled with patient information. ====================== manufacturer response for dolphin nose dissector, dolphin nose dissector (per site reporter) ====================== rep notified by or :do not know of any follow-up